Event description:
A patient received air during a treatment on a meridian machine. The patient was placed in the trendelenburg position and administered oxygen. The patient was then fine and was transferred to another machine where the dialysis treatment was completed. Multiple attempts at obtaining additional information have been unsuccessful.